Event description:
The physician reported that the relationship to vns therapy is not related to the increase in seizures. There was no patient manipulation or trauma that is believed to have caused the increased seizures. It was reported that the device was interrogated and was functioning properly and that the patient's medications were increased. The increase in seizures was at pre-vns baseline frequency.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, the patient's husband reported that he believes the patient's device is not working. He explained that the patient has been having a lot of seizures since (B)(6) 2013, and that she was currently in the emergency room. He further stated that the device does not seem to come on when he swipes the magnet, as he is not able to feel the vibration he normally does after the swipe, and because the swipes are not stopping the seizures like they used to. No other information was provided. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided. A review of the patient's programming history found diagnostic data from (B)(6) 2012.